Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and open book image error was found. Troubleshooting was performed for blank display and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the trace and history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log and pump detailed trace show the pump alarmed three (3) consecutive pump error 63 alarms (0x00000044) which triggered the critical pump error (open book image) alarm. The pump recorded one (1) pump error 63 (line number 19825 file number (B)(4)) and two (2) pump error 63 (line number 704 file number 2006) alarms due to a lcd test failure. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, peeling keypad overlay, cracked battery tube threads, cracked battery compartment, keypad overlay texture damage, and pillowing keypad overlay. Blank display is not confirmed. Critical pump error (open book image) alarm and pump error 63 alarms are confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.